Event description:
It was reported that: "a resident working with dr was impacting the broach handle that was attached to the broach down into the femur of the pt, the knob that is pulled to release the handle from the broach popped off and fell on the floor. The broach handle was then removed from the broach and replaced with a different one. The case continued as normal."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.